Manufacturer narrative:
(B)(4). Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent escape, act, up and down button response. Unable to determine root cause due to pump preservation. Pump was received with duracell duralock alkaline battery. Pump was received with cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2017. The customer was hospitalized on (B)(6) 2017 due to bad head pain. Customer's blood glucose was 340 mg/dl at the time of admission. The cause of death was brain cancer. The customer had done surgery twice but it was aggressive, customer went to sleep and did not wake up. Customer had refused insulin and might have gone into diabetic come. The caller indicated that the customer had brain cancer that may have led to the customer's passing. The customer¿s blood at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital for more than 48 hours prior to passing as they were using insulin drip. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The case severity provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The aware date provided with the follow up report on (B)(4) 2019 was incorrect. The correct aware date is (B)(4) 2019.